Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, the operator attempted to deploy a vasoseal es. During deployment, the operator was unable to retract the j segment. The operator removed the sheath and dilator and then gently pulled the locator through the arteriotomy. The locator came out without difficulty but the segment was missing and remained in the tissue tract. Hemostats were used to remove the j segment. Manual pressure was held and hemostasis was achieved. No further complications were reported.